Manufacturer narrative:
Citation: lind a et al. Impact of cancer in patients undergoing transcatheter aortic valve replacement: a single-center study. Jacc: cardiooncology. December 2020; 2(5): 735-743. Doi: 10.1016/j.jaccao.2020.11.008. Available online 15 december 2020. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the impact of cancer on peri-procedural complications and long-term survival of patients treated with transcatheter aortic valve replacement. All data was retrospectively collected from a single center registry between january 2006 and december 2018. The overall study population included 1 ,088 patients (predominantly female, mean age 81 years) and was grouped as follows: control, consisting of patients without cancer (839); stable cancer, consisting of patients with a stable cancer diagnosis (196); and active cancer, consisting of patients with an active cancer diagnosis (53). Predominant malignancies were breast, gastrointestinal, and prostate cancer. An undisclosed number of these patients were implanted with medtronic corevalve or evolut r transcatheter valves. No unique device identifier numbers were provided. Among all patients, a total of 263 deaths occurred over a period of thirteen years. Edwards sapien transcatheter valve systems were also used in the study. None of the deaths were directly associated with medtronic product. Among all patients, adverse events included: need for valve-in-valve implantation, permanent pacemaker implantation, myocardial infarction, coronary obstruction, tamponade, unspecified structural complication, stroke, life-threatening or major bleeding, ventricular perforation, and unspecified vascular access complications. No percutaneous or surgical intervention was reported to have been performed for the cases of ventricular perforation or unspecified vascular access complications. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Updated data: b5. Additional information received from the physician/author stated that no medtronic device related deaths or adverse events occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.